Event description:
Information was received regarding a cadd cassette reservoir. It was reported that while injecting solution into the cadd, customer noticed a small leak where the tubbing welded to part of the bag that is on top of the cadd. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.